Event description:
A health care professional reported that after intraocular implant procedure, the inserted lens was observed to be not sitting well therefore, the surgeon removed the lens during initial procedure and the surgery on the same day. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).